Manufacturer narrative:
(B)(4).

Event description:
It was reported that before a prostate procedure, with "0" joules used and "0" time expended, it was noted that the fiber "does not work when connecting" and "the fiber gave error to connect to the console" was observed. An alternative procedure (turp) was used to complete the procedure. There was no injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing 2 feet and 10.5 inches from input connector, between the connector and control knob; the fiber was tested with hene laser fixture, aim beam is present at location of the break; the white tubing does not exhibit signs of melting at the break; the connector segments and tabs appear in good condition and secured; the fiber passed the connector test. Probable root cause: based on the device analysis, the product complaint of "does not work when connecting" could not be confirmed; the broken fiber was observed. The probable root cause of the failure could not be established based on the results of the investigation.